Manufacturer narrative:
Updated: device avail. For eval; returned to MFR. On; device returned to MFR; device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes device lot number corrected from 19407539 to 0018749114. Device expiration date corrected from 12/11/2017 to 06/07/2017. Device manufactured date corrected from 07/07/2016 to 01/11/2016. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent row 1-5 were damaged and the stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3.00mm, concentric and de novo target lesion was located in the non tortuous and mildly calcified mid left anterior descending (mlad) artery. Predilation was performed, leaving 70% residual stenosis in the lesion. A 3.50x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. Upon removal, a disruption of the stent was noted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3.00mm, concentric and de novo target lesion was located in the non tortuous and mildly calcified mid left anterior descending (mlad) artery. Predilation was performed, leaving 70% residual stenosis in the lesion. A 3.50x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. Upon removal, a disruption of the stent was noted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.